Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient¿s implantable neurostimulator (ins) worked well during the day but its functionality decreases at night until he takes a hydrocodone to help him walk in the morning. The patient also reported that he had extremely high pain and took hydrocodone because he couldn¿t walk in the morning to the bathroom; the patient was scheduled to get a pump implanted on (B)(6) 2019. These issues were discovered in (B)(6) 2015. There were no further complications reported or anticipated.